Event description:
In 2009, the patient's wife reported the patient has been receiving recurring occlusion messages on his insulin infusion device (competitor product) since about one week. This has resulted in elevated readings in the 400-500 mg/dl range with his target range being 115 mg/dl. Symptoms are thirst, frequent urination, joint pain, hunger and disorientation. The patient has corrected his readings by injecting insulin. She stated they met with the patient's health care professionals and they determined the cause of the occlusions was his infusion set. She stated he changed to a different type of infusion set and his blood glucose has returned to his normal range. The patient changes his infusion set every 3 days and uses his lower back and upper bottom as his site locations. Site selection and rotation were discussed along with the recommended schedule to change infusion sets. It was suggested the patient try a different type of infusion set based on his body type. Courtesy infusion sets and guide to infusion site management were sent. The patient discarded the infusion sets at issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.